Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs), alleging that his onetouch verio2 meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call by medical surveillance. The patient claimed that the meter was reading inaccurately at 2am on (B)(6) 2017, when alleged inaccurately erratic blood glucose results were obtained. The patient reported results as follows: 2:00am ¿ 338 mg/dl, 2:02am ¿ 133 mg/dl, 2:09am ¿ 49 mg/dl. Based on statistical methodology, the calculated difference between the reported results falls outside lfs¿ precision criteria. The patient, who has had diabetes since 1970, checks his blood glucose levels 10-12 times per day and manages the condition with humalog and lantus insulins, both of which he self-adjusts using a sliding scale. Prior to the results being obtained on the subject meter, the patient reported that was found by his wife ¿unconscious and unresponsive¿. He reported that ¿my wife got me out of it as she had been trained to do.¿ he indicated that results on the subject meter were then obtained as follows: 2:46am - hi, greater than 600 mg/dl, also 2:46am - 223 mg/dl and 2:47am ¿ 148 mg/dl. He stated that this incident, and a similar event in (B)(6) 2017, had ¿drastically changed [his] life.¿ at the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure. The patient described the correct test steps and indicated that an approved sample site had been used to obtain the blood samples. The cca noted that the patient¿s test strips were within expiry date, had been stored correctly and the test strip vial was not cracked or broken. The patient did not have control solution to test the meter and test strips. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, after the alleged product issue began.